Event description:
An error in the velcity measurements in the steerable continuous wave (scw) doppler mode at pulse repetition frequencies (prf) greater than 32.768 khz was reported. This error is included in software versions 1.0, 2.0, 3.0 and 4.0, which are currently in commercial distribution.